Manufacturer narrative:
Field: the event date has been corrected from (B)(6) 2019. Please refer to the attached analysis report. - attachment: [20200821 - file-2020-00279 - analysis and closure report - resp-2020-00939.pdf]

Event description:
Reportedly, it was not possible to pair the subject home monitor with its associated ICD at the patient address. Additionally, the patient initiated transfer (pit) button was displaying a blinking red light. The home monitor has been replaced by another one, which was correctly paired with the ICD.

Event description:
Reportedly, it was not possible to pair the subject home monitor with its associated ICD at the patient address. Additionally, the patient initiated transfer (pit) button was displaying a blinking red light. The home monitor has been replaced by another one, which was correctly paired with the ICD.